Manufacturer narrative:
The reported event of a loose power port assembly was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the device revealed that device failed visual inspection due to a loose power port 1 (ps1) connector. Loose power connectors are currently being investigated by the manufacturer with the supplier. It was also reported that the patient experienced a double power disconnect, this event was confirmed through the log files. Log file analysis revealed one controller power-up with their associated motor start event were logged on 04-16-2017 at 19:17:39 hours. These events are indicative that both power sources were disconnected from controller. Since these were a double disconnect and the controller was powered down there are no alarms or faults status recorded in the log files. The loose connector ps1 did not cause the loss of power or power disconnect as the log files show both power sources were disconnected. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
It was reported by the vad coordinator that the patient experienced a double disconnect alarm while changing his batteries. The patient was changing one battery at a time, but upon disconnecting one battery, he heard a continuous tone alarm and experienced loss of power to the controller even though the connected battery was fully charged. Further investigation revealed that there was a loose power port on the controller. This event caused annoyance to the patient, however there were no reported serious consequences. The controller was exchanged and the patient was stable post event.